Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power and low battery. Customer's blood glucose at time of incident was unknown mg/dl. Customer stated that they did not receive a low battery alert prior to the off no power alert. Customer advised to insert new aaa alkaline battery and monitor the pump. Customer did not receive weak battery alert and batteries were not previously used. Customer was advised that we will ship a replacement battery cap and revert to backup plan if needed.